Event description:
It was reported that during the implant procedure, the physician experienced difficulties in positioning this right ventricular (rv) lead due to patient anatomy. When an optimal position was located, a high, out-of-range pacing impedance (>3000 ohms) measurement was noted. The physician checked the lead with a pacemaker system analyzer, but the high impedance persisted. The rv lead was subsequently exchanged for a new lead which was implanted successfully with in-range impedance. No adverse patient effects were reported. This rv lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. However, the "known inherent risk" conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of fixation tips (both active and passive) to snagging tissue is a known inherent risk of these leads.

Event description:
It was reported that during the implant procedure, the physician experienced difficulties in positioning this right ventricular (rv) lead due to patient anatomy. When an optimal position was located, a high, out-of-range pacing impedance (>3000 ohms) measurement was noted. The physician checked the lead with a pacemaker system analyzer, but the high impedance persisted. The rv lead was subsequently exchanged for a new lead which was implanted successfully with in-range impedance. No adverse patient effects were reported. This rv lead was received for analysis.